Event description:
The micro sagittal saw was sent for eval because it would not turn off during a procedure. The procedure was successfully completed; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.